Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device and no additional adverse patient effects were reported. Boston scientific technical services (ts) was also contacted for review, as the right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (greater than 3,000 ohms), but the impedance was normal when measured via a pacemaker system analyzer (800 ohms). Ts recommended that the rv lead should also be replaced. It was indicated that the rv lead was also surgically explanted and replaced during the procedure to resolve the event. The device was returned for analysis, and no further details regarding the lead were able to be provided.

Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the elevated, out-of-range pacing impedance measurements cannot be established, as the product is retained at the healthcare facility and has not been returned for analysis. Device history record review: a review of the manufacturing documentation for this device was unable to be performed as the serial number is unknown. Device technical analysis: the lead has not been returned for analysis. Therefore, the root cause of the reported high, out-of-range pacing impedance measurements cannot be confirmed. Device labeling review: a review of the labeling documentation for this device was unable to be performed as the product family is unknown. Risk review: a risk review of the high, out-of-range pacing impedance measurement was not completed because the product family is unknown; however, typically this observation is accounted for during product risk analysis to support acceptable risk benefit for this type of product investigation conclusion: based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.

Manufacturer narrative:
This report is being sent to correct information in field b5 (event description) and section d (medical device information).

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device and no additional adverse patient effects were reported. Boston scientific technical services (ts) was also contacted for review, as the right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (greater than 3,000 ohms), but the impedance was normal when measured via a pacemaker system analyzer (800 ohms). Ts recommended that the rv lead should also be replaced. It was indicated that the rv lead was also surgically explanted and replaced during the procedure to resolve the event. Upon investigation, it was confirmed that this lead was returned to boston scientific. However, per the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a returned device. At this time, patient consent for analysis of this lead has not been received. Therefore, the lead has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device and no additional adverse patient effects were reported. Boston scientific technical services (ts) was also contacted for review, as the right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (greater than 3,000 ohms), but the impedance was normal when measured via a pacemaker system analyzer (800 ohms). Ts recommended that the rv lead should also be replaced. It was indicated that the rv lead was also surgically explanted and replaced during the procedure to resolve the event. Both products are expected to be returned for analysis. The specific rv lead details have not yet been provided.